Event description:
Procedure: lung biopsy. According to the reporter: a piece of the thoracoport broke off in the patient's chest. No harm to the patient. The piece recovered.

Manufacturer narrative:
(B)(4).